Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could no be reliably determined.